Event description:
It was reported that all the panel lights on the video system center were on, but the buttons were not working. There was also no image on the screen. It is unknown when the event occurred. There was no patient or procedural involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.